Event description:
The softened intraocular lens which shatters upon yag capsulotomy. Co modified the lens and no longer treat the haptic, only the loops, thereby, eliminating the shattering characteristics of the old style. Dr currently has 7 pts who had shattering of their intraocular lenses and will most probably need another surgical procedure to replace them. The remaining 60+ pts will undoubtedly need a surgical capsulotomy. To date, dr was seen nothing in the literature of this serious problem.